Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two of four in peritoneal dialysis. The home patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative had the home patient cycle power until the alarm cleared. The technical service representative advised home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. If additional relevant information is obtained, then a follow-up MDR will be submitted.